Event description:
It was reported that the patient had an infection. Signs and symptoms of redness and soreness were noted at the pocket site. Cultures were taken however, results were unkonwn. The patient underwent an explant procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient had an infection. Signs and symptoms of redness and soreness were noted at the pocket site. Cultures were taken however, results were unknown. The patient underwent an explant procedure. Additional information was received that the infection was not device or procedure related. The patient was placed on antibiotics. The explanted ipg and leads were discarded by the medical facility and will not be returned.